Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The pt was injected on (B)(6) 2010 and had mild swelling post injection. The pt called on feb 12th, 2010 to report some swelling and lumpiness had developed. Dr. (B)(6) saw the pt today (B)(6) 2010 and gave her an antibiotic to reduce the swelling. He will see her again soon to re-evaluate the lumps without the presence of swelling. He said it has been 3 weeks since injection.